Manufacturer narrative:
Lot number was updated. Concomitant devices was updated. The device history record (DHR) review for the effected valves was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. Per the report received, the valve was intentionally deployed 60:40 aortic in an attempt to cover a bulky left coronary leaflet. Very likely the aortic insufficiency was a result of the patient's bulky calcification and not due to valve function. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two reports being submitted for this event. (B)(4).

Manufacturer narrative:
Investigation of this event is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference (B)(4) for the second sapien valve implanted.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure following deployment of the 26mm sapien valve, there was moderate to severe aortic insufficiency which required placement of a second sapien valve. Final echo revealed 2+ paravalvular leak and zero central aortic insufficiency. Due to long pacing runs the patient's blood pressure was slow to recover. Therefore, the pacemaker was turned on at 70 bpm for added perfusion. A permanent pacemaker was not required. Additional information received from the clinical specialist, indicates this patient did not tolerate the moderate paravalvular leak after the second valve and received a surgical valve two days later. The patient was stable and in good condition following the second procedure. Per the report received, the 26mm sapien transcatheter heart valve was prepped and inserted. The valve was positioned at 60:40 in attempt to cover a bulky left coronary leaflet. The valve was deployed with a final position of 60:40 aortic. Echo assessment revealed mild central aortic insufficiency and 2-3+ posterior paravalvular leak (pvl). An aortic root shot performed revealing severe aortic insufficiency. 1 ml diluted contrast was added to rf3 delivery system and post dilatation was performed. There was no change to the pvl and the central aortic insufficiency remained mild. Within 10 minutes of deployment the patient's blood pressure was 105/50mmhg & pulmonary artery (pa) pressure was 70/35mmhg. Despite the elevated pa pressures, the patient remained stable. A second 26mm valve was prepped and positioned slightly more ventricular (40:60). The valve was deployed in a 50:50 final position. Due to long pacing runs the patient's blood pressure was slow to recover. The pacemaker was turned on at 70 bpm for added perfusion. The pacemaker was turned off, the delivery system was removed and the cutdown was closed in the usual surgical manner. Final blood pressure was 122/43 mmhg and a pa pressure was 35/22mmhg. The pigtail removed and left femoral artery hemostasis was achieved. Through additional investigation of this case the clinical specialist indicated image intensifier angle and coaxial alignment were good. The balloon inflation was held during deployment = 3 sec and there was no lost of pacing capture during deployment.